Event description:
It was reported that during a percutaneous coronary intervention procedure balloon deflation issues occurred. Vascular access was obtained via the right femoral artery. The 78% stenosed denovo, 10mm in length, concentric target lesion was located in the mildly tortuous, moderately to severely calcified, 2.5-2.75mm diameter mid circumflex artery. A 12mm x 2.00mm apex otw balloon catheter was inflated to 12atms, 20 seconds. However, no change in the target lesion occurred and the balloon did not fully deflate. The apex otw balloon catheter was inflated a second time to 12 atms, 20 seconds, and again the balloon did not fully deflate. Removed the inflation device and attached a 30cc syringe loaded with saline to the balloon port. Inflated the apex otw balloon with the syringe, then deflated. The balloon slowly deflated but the proximal 25% of balloon still appeared to be inflated. The apex otw balloon catheter was pulled back into a non bsc 6fr guide catheter under negative pressure and was removed from the patient's anatomy. A nc quantum apex balloon catheter was advanced and inflated using the same inflation device. The lesion still did not yield completely so the procedure was stopped. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Examination of the returned device revealed the balloon was received partially inflated. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer from the neckdown. The minimum outer diameter of the proximal balloon bond met device specification. The catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to dissolve solidified contrast in the inflation lumen. A .014" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure for 5 minutes. The device maintained rbp with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated within device specification. Based on a thorough analysis of the returned device, which revealed no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty, the most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure balloon deflation issues occurred. Vascular access was obtained via the right femoral artery. The 78% stenosed denovo, 10 mm in length, concentric target lesion was located in the mildly tortuous, moderately to severely calcified, 2.5-2.75 mm diameter mid circumflex artery. A 12 mm x 2.00 mm apex otw balloon catheter was inflated to 12 atms, 20 seconds. However, no change in the target lesion occurred and the balloon did not fully deflate. The apex otw balloon catheter was inflated a second time to 12 atms, 20 seconds, and again the balloon did not fully deflate. Removed the inflation device and attached a 30 cc syringe loaded with saline to the balloon port. Inflated the apex otw balloon with the syringe, then deflated. The balloon slowly deflated, but the proximal 25% of balloon still appeared to be inflated. The apex otw balloon catheter was pulled back into a non bsc 6fr guide catheter under negative pressure and was removed from the patient's anatomy. A nc quantum apex balloon catheter was advanced and inflated using the same inflation device. The lesion still did not yield completely so the procedure was stopped. No patient complications were reported and the patient's status is ok.